Manufacturer narrative:
(B)(4). Concomitant product: other: abbott implants (2.5x18, 2.5x28, 2.5x12); vessel closure: 6fr. The xience xpedition remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with unstable angina. The procedure on (B)(6) 2015 was to treat a 20 mm eccentric, irregular, type c lesion located in the distal part of the mid left anterior descending (lad) artery and a lesion located in the proximal part of the mid lad. The distal and mid lad were treated with 3 implants. A 3.5 x 15 mm xience xpedition stent was implanted in the proximal portion of the mid lad. Post-dilatation was performed with a nc trek balloon. The final angiographic residual stenosis was 0%; normal timi 3 flow. A control angiography was performed 1 month post procedure which determined there was a good result. On (B)(6) 2015, the patient presented with pain and aneurysms were identified in the location of the implants and the xience xpedition stent. On (B)(6) 2016 the procedure was to treat the aneurysms noted in (B)(6) 2015 with covered stents. Two 2.5x16mm non-abbott stents were implanted in the mid lad, and 2.5 x 8mm xience alpine stent was implanted in the distal lad. After final control and oct, the aneurysm area had disappeared. Timi flow 3. The patient condition is good now. No additional information was provided.

Manufacturer narrative:
(B)(4). Since review of the cine of the procedure confirmed that no aneurysm was present in the xience xpedition stent, no investigation is required. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the cines of the procedures were received and reviewed by an abbott vascular clinical specialist. The cine review of the follow-up procedure dated (B)(6) 2015 noted that there was no aneurysm present in the xience xpedition. Therefore, this device should not have been MDR reportable.